Manufacturer narrative:
Analysis of the pump found battery high resistance. Interrogation of the device revealed it contained morphine in minimum rate mode. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis. Information on the return paperwork indicated the patient was receiving compounded baclofen (concentration and dose unknown) for non-malignant pain and failed back surgery syndrome. It was reported the pump was replaced on (B)(6)2018 and the reason for infusion device removal was prophylactic removal of pump to avoid in-vivo battery depletion. The patient¿s status after the device was removed was recovered without sequela and there was no patient injury. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code method codes are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) kilograms. No further complications were reported/anticipated or expected.